Manufacturer narrative:
(B)(4).

Event description:
This system was returned with documentation from the hospital. Per oos, this system was explanted due to the patient's health improving and the physician deciding the patient no longer needed the system. There are no known complaints against this device. There were no adverse patient events reported. Should additional information be received, this file will be updated. On 10/25/2016, we were notified that the patient believes there is a complaint on this device and lead. No other information is available. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.